Event description:
Healthcare professional reported right side "small, heterogeneous early focal enhancement circumscribed at the junction of the lower quadrants of the right breast, with moderate early gain and upward kinetics", large collection of periprosthetic fluid, intramuscular collections late recurrent seroma, periprosthetic inflammatory process, pain, deformity, discomfort, "voluminous seroma; already underwent surgery three times without signals on the culture". "Patient received corticoid and anti-inflammatory therapies, without response event with drainage". The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side "small, heterogeneous early focal enhancement circumscribed at the junction of the lower quadrants of the right breast, with moderate early gain and upward kinetics", large collection of periprosthetic fluid, intramuscular collections late recurrent seroma, periprosthetic inflammatory process, pain, deformity, discomfort. "Patient received corticoid and anti-inflammatory therapies, without response event with drainage". The device remains implanted.